Manufacturer narrative:
H10: periodic maintenance was performed, and no malfunction was found. Since the error code was confirmed in the event log, the central processing unit (cpu) board was replaced. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "check vent: backup alarm failed" error code occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The hospital replaced the device with another v60. No delay in therapy or further medical intervention was reported. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem in the event log. The pse informed the customer that a second central processing unit (cpu) board (software revision 2.30) needed to be replaced and that the repair will be completed once the quote is approved. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
The issue of ls1 and secondary alarm failure has been previously investigated. Testing of this central processing unit (cpu) board with the accusation of a secondary alarm failure (ec 1104) has been analyzed and the results of the testing of this cpu board have resulted in a no problem found.